Event description:
Reporting status: serious injury-medical intervention/permanent damage. Reporting rationale: myocardial infarction requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that via a trial that two otw xience v stent delivery systems (sds) were used to direct stent a target lesion in 2008. However, during a follow up nine days later, an st segment elevation myocardial infarction (mi) was reported. The pt was hospitalized and percutaneous coronary intervention (ptc) was performed to treat the mi. No further pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
The second xience v is being filed under the same MFR number. Results and conclusion summation- mi is a known outcome of stenting procedures, and is listed in the device IFU as a potential adverse event. The hospitalization likely resulted from the mi and additional ptci. Direct stenting was performed. The device IFU states: "the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications." Not predilating the lesion may have contributed to the pt effects. The relationship between the use of the device and the mi cannot be determined. A definite root cause for the mi cannot be determined.